Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 53 mg/dl. Patient's other blood glucose value: 108 mg/dl and 68 mg/dl. Sensor error and lost sensor were also reported. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer declined troubleshooting for low blood glucose values. The customer was treated with food. The device is not expected to be returned for analysis.